Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated elevated architect calcium on sample ID (B)(6). Initially, the sample tested architect of 4.36 mmol/l and repeated 4.14 mmol/l on another architect analyzer. The sample was repeated multiple times on both analyzers with architect calcium of 2.96, 3.62, 3.58, 3.50, 3.19, 3.16, 4.0, 3.85, 3.73, 3.68, 3.38 mmol/l. The specimen was processed on a blood gas analyzer with a calcium result in the normal range. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified.

Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, trend reports, complaint searches, instrument logs review and product labeling. Customer returns were not available for evaluation. A ticket search by the likely cause reagent lot was performed with no adverse trend or non-statistical trends identified. A review of product labeling revealed adequate labeling for the handling of reagents, samples, interpretation of assay results, and troubleshooting this complaint issue. A review of the customer result log shows the elevated calcium result has an unusual reaction graph. The history log review shows numerous occurrences of ec 3375 (unable to process test, aspiration error occurred) and ec 0550 (cuvette washing not completed, hardware failure or user pressed stop. Promptly perform the wash cuvettes procedure) between (B)(6) 2016. The maintenance log review shows the customer did not perform as needed maintenance procedure, 6052 wash cuvettes, in (B)(6). This evaluation found the calcium reagent to be performing as intended.